Event description:
A report from the user facility reported "as the doctor was performing cataract surgery and using the seibel chopper, a small hole was poked in the posterior part of the capsule. He did not see a significant amount of vitreous fluid leaking into the catheter. He will be doing f/u on the pt for approximately 1 month to check status. Doctor could not verify it was in fact a bausch + lomb item. The item was discarded after surgery so that it would not be used again, unable to retrieve."

Manufacturer narrative:
The user facility will not be returning the instrument for eval. Additional info will be requested from the user facility after the physician's prescribed pt f/u. Should additional info become available, a f/u report will be submitted.